Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radial cystectomy with ileal conduit surgical procedure that all of the universal surgical manipulators (usm) moved slowly. The intuitive tech support engineer (tse) offered to begin troubleshooting, but the caller declined. The tse advised to switch to the other surgeon side console (ssc) when possible, and perform a hard power cycle after the procedure. How the issue was resolved was not specified. There were no reports of patient injury.